Event description:
A customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer reverted to an alternate method of insulin therapy.